Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist dialed into the server and restarted the data synchronization services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server, 3 stations were in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.